Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately thirty days post port placement via right internal jugular vein, allegedly a catheter break was identified between the 13cm and 14cm marks. Reportedly, the distal catheter segment migrated to the inferior vena cava and remains in the patient. It was further reported that the port was removed. The current patient status is unknown.

Event description:
It was reported that approximately thirty days post port placement via right internal jugular vein, allegedly a catheter break was identified between the 13cm and 14cm marks. Reportedly, the distal catheter segment migrated to the inferior vena cava and remains in the patient. It was further reported that the port was removed. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter was returned for evaluation. Visual, microscopic, functional, and dimensional evaluations were performed. Mushrooming of the catheter was noted between the cath-lock and the port body. A complete circumferential break was noted approximately 6.5cm from the distal end of the cath-lock, between the 13- and 14-cm depth markers, just distal to the 14-cm mark. There appeared to be marks just next to a prominence at the distal end of the catheter segment. The edges of the complete circumferential break on the proximal end were jagged and rounded. The port body with attached catheter segment was patent to infusion and aspiration. The texture of the break surface may be characterized as finely granular, characteristic of a tearing failure mode. Some rounding appeared to be present at the edges. The orifice at this end of the catheter is slightly oval. In addition, 5 electronic photos were provided for review. The photo shows the termination of the catheter just distal to the 14-cm depth mark. There is some irregularity on the break surface on the side of the depth marks, but in general the break surface appears even, and the texture appears largely smooth, but with some variation in texture. The irregularity was found to include a small longitudinal crack/fracture within a small prominence rising from the surface. The investigation is confirmed for fracture, material separation, and rounding of the break edges, but the catheter migration could not be directly confirmed from the information available. Although a definitive root cause could not be determined, tool damage, and sharp angle of insertion into the vein. Could have potentially caused or contributed to the reported event. However, it does appear that flexural fatigue (damage due to cyclic kinking) contributed to the event. Flexural fatigue may have anatomical, mechanical, device positioning (e.g., sharp angle of vein insertion), and material factors. It is unknown if patient or procedural factors contributed to the reported event labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the power port MRI 8gr implanted port products that are cleared in the us. The pro code for the products is identified in d2. H11: h3, h6 (device code: 1395/4003 - migration), (method 1, results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.